Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure to treat varices performed on (B)(6) 2024. During preparation outside the patient, when the ligator band was unpacked, it was noticed that the suture was "frayed." An attempt was made to attach the device onto the scope. When the slack was pulled, the suture "snapped." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.